Manufacturer narrative:
The pump was received with full segment display due to faulty x2 interface board. The unexpected restart, watchdog time out alarm, and battery out limit alarm were unable to be conducted due to full segment display. The pump had cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer's pump alarmed for watchdog time out. The customer's blood glucose level at the time of incident was 162mg/dl. The customer is also reporting an unexpected restart alarm, along with battery out limit alarm. Troubleshoot was conducted, and the pump did not return to normal function. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.